Event description:
It was reported that the pump was beeping. The site did not know what alarm was occurring. Settings were reviewed, and reservoir volume was 128ml, rate was 3.0ml/hour, and volume given was 51.90ml. Patient was due to have pump disconnected. It appeared that the reservoir volume was reset but the site was unsure what the total volume was as they could not locate the medication label. The site restarted infusion, pump screen displayed run, but pump continued to beep. A "no disposable" alarm then occurred, and the alarm was silenced. Pump was powered down, and the distributor instructed the site to clamp the tubing closest to port and remove the cassette. Cassette tubing was massaged, and the cassette was taped on hard surface. Cassette was reattached, port tubing unclamped and the pump powered on. The "no disposable" alarm still persisted, and the site powered down the pump. There was a patient involved, and there was no patient harm reported.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc. Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.